Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Healthcare professional reported "breast size increase and peri-prosthetic seroma: seroma puncture and cytology analysis confirms bia-alcl," "swelling on the left breast periprosthetic seroma," "us: periprosthetic seroma, cytology histopathology: cells consistent with bi-alcl" and "anaplastic lymphoma related to the breast prosthesis;" pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Affected side is left. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of alcl diagnosis: (B)(6) 2020.

Event description:
Physician additionally reported left side capsular contracture, baker grade iii. Pathological markers were provided as cd30+ and alk-. Treatment provided in the form of implant removal and a capsulectomy. Device has been explanted.